Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. It was noted that the procedure was either an esophagogastroduodenoscopy (egd) or colonoscopy. During the procedure, the clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. The first snap was felt during the stages of deployment procedure, and there was abnormally high resistance felt before the handle spool reached the end. The was completed with another resolution clip device. There were no patient complications reported as a result of this event. Additionally, it was also noted that the sheath was attempted to be completely removed, which is not indicated in the instructions for use.